Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the pacemaker dependent patient presented for a follow-up in clinic, high capture thresholds were observed on the right ventricular channel. The physician elected to explant and replace the lead and the patient was stable following.